Event description:
It was reported that the device was used during a cholecystectomy. There was a clip scissoring issue. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.